Event description:
A patient presented to the emergency room with complaints of constipation, abdominal pain and vomiting. A colonoscopy was recommended, performed and completed. Following the colonoscopy procedure, the attending nurses noticed that the patient's stomach was distended. Two x-rays confirmed that there was perforation of the abdominal viscus and peritoneum., the patient went into cardiac arrest and subsequently expired.